Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The smaller of the paper inserts got stuck inside me... Can't get it out- tampax [foreign body in reproductive tract]. The smaller of the paper inserts got stuck inside me ... Can't get it out [complication of device removal]. Case narrative: consumer reported via email that the paper inserts from the tampon became stuck inside of her. No serious injury was reported.